Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the pump was returned for evaluation. Failure analysis of the returned controllers revealed that both controllers passed visual inspection and functional testing. Failure analysis of the returned pump revealed that the device passed visual examination, functional testing, and dimensional verification. Internal pathological report revealed no evidence of thrombus within the pump. Review of the log files associated with the primary controller revealed an increase in power consumption and estimated flow starting on (B)(6) 2020, leading to parameters above normal operating range, and 9 high watt alarms logged on (B)(6) 2020. The power consumption continued to increase then a sharp decrease in parameters was then logged, followed by an additional sharp increase and sharp decrease in power consumption on (B)(6) 2020. Thirty-two (32) additional high watt alarms were logged; additionally, 3 low flow alarms were recorded on (B)(6) 2020. As a result, the reported high power event was confirmed. Information received from the s ite indicated that, in addition to the high pump power and flow, the patient experienced hematuria and a thrombus in the pump was suspected; the patient was treated with tissue plasminogen activator (tpa). Additional information received indicated that the patient expired; however, no information on the circumstances around the death were provided. Based on the risk documentation, possible causes of the observed low flow event may be attributed to multiple factors including but not limited to poor vad filling, thrombus at the inflow cannula / outflow graft, and / or constriction at the outflow graft. Based on the available information, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation / ingestion. There is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Per the instructions for use, device thrombus and death are known potential complications associated with the implantation of a vad. There is no evidence that the patient had a history of thrombus events or other adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional information has been requested regarding diagnostic testing for the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted for a ventricular assist device (vad) thrombus that was suspected to be in the internal pump component. The vad exhibited multiple high watt alarms with increased power and flows. The patient experienced hematuria and was given tissue plasminogen activator (tpa). The vad remains in use. No further patient complications have been reported as a result of this event.

Event description:
It was further reported that the cause of death was hypovolemic shock and acute right heart failure.

Manufacturer narrative:
A supplemental report is being submitted for an update to sections: a. Patient information, section 2: date of death, b5. Desc evt problem, b7. Relevant history, section d) 6a. Implanted date, section 2.6. Patient codes (ime/annex e) and imf codes. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional information was received regarding the patient outcome. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the patient expired and no information on the circumstances around the death was provided. The vad was returned to the manufacturer.